Manufacturer narrative:
Baxter received and evaluated the device. The reported condition was verified. The device was found out of specification in relation to the reported turns on/off which was not reproduced. The reported symptom was verified through the event history log review by the presence of a single "improper shutdown!" And was found during a visual inspection to be caused by depressed battery contact pins. The rear case was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump turns on/off. There was no known patient injury or medical intervention associated with this event. No additional information is available.